Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced missing label information. The following information was provided by the initial reporter: no vendor lot & no expiry date.

Manufacturer narrative:
H6: investigation summary: customer returned several images showing shelf cartons for 1ml, 30 gauge, 8mm syringes from lot 2090146. The cartons show signs of being compressed, tearing at various locations, and similar damage. One shelf carton shown is missing the lot number print in its intended location. A review of the device history record was completed for batch# 2090146. All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the photos received, embecta was able to confirm the customer¿s indicated failure of label information missing. Root cause: the full cartons are conveyed across a scale to ensure that the correct number of syringes have been placed in the carton. If an incorrect quantity is detected or the carton is not closed correctly, the full carton automatically conveys to a rework station. Upon completion of the rework, the full carton is manually introduced by the associate back into production prior to the scale. After the scale is the coding process on the carton. A camera is installed for coding verification on the carton directly after the coding printing process. If the carton is not placed onto the transfer belt in the correct layout it will print on the incorrect side. The camera only detects the correct and/or missing coding and not location. H3 other text : see h10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insulin syringes with bd ultra-fine¿ needle experienced missing label information. The following information was provided by the initial reporter: no vendor lot & no expiry date.